Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical device - hled surgical light with single screen holder. As it was stated, upon the device inspection twelve fixation screws holding the device main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 19th february 2023, getinge became aware of an issue with one of surgical lights ¿ hled 700. As it was stated, upon the device inspection one of the fixation screws holding the device main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. As it was further clarified, the technician replaced all twelve fixation screws (2 sets of six fixation screws).

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4).(report number: 9710055-2023-00227) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00151). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00151). The correction of b3 date of event, b5 describe event or problem, d4 serial # fields deems required. This is based on the internal evaluation. Previous b3 date of event: 02/24/2023 corrected b3 date of event: 02/19/2023 previous b5 describe event or problem: on 24th february 2023 getinge became aware of an issue with one of surgical device - hled surgical light with single screen holder. As it was stated, upon the device inspection twelve fixation screws holding the device main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Corrected b5 describe event or problem: on 19th february 2023, getinge became aware of an issue with one of surgical lights ¿ hled 700. As it was stated, upon the device inspection one of the fixation screws holding the device main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. As it was further clarified, the technician replaced all twelve fixation screws (2 sets of six fixation screws). Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6).